Event description:
It was reported that the alarm on the bed had been going off whenever the pt moved in the bed. Reportedly, the caregiver staff had been resetting it but after the pt had gone to sleep, they did not want to wake pt so did not reset it. At approx 9:45pm, the staff found the pt lying on the floor in their room. The pt allegedly sustained a laceration which required sutures. Since no one was present at the time the alleged incident occurred, the specific details of the reported event are unk.